Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (2.2 mg/ml at 0.8 mg/day) via implantable infusion pump. It was reported that after the patient's pump replacement surgery on (B)(6) 2021 the patient started to experience symptoms of withdrawal. There were no factors that may have led or contributed to the issue. A dye study was done and was normal. The pump reservoir was checked against the value on the clinician programmer and the volume difference was less than 1 ml. The pump segment was replaced on (B)(6) 2021. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.